Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was not powering on due to a failure in auxiliary 1, drawer 6, which caused the entire station to shut down. A field service engineer, as per wo (B)(4), replaced the faulty drawer printed circuit board assembly (pcba) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had drawers were causing the station to shut down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.